Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient started treatment with intraperitoneal reflin (1g daily; duration not reported), intraperitoneal tobramycin (40 mg daily; duration not reported), and intraperitoneal heparin (25000 units three times daily; duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Three days after the event onset, the patient was hospitalized for peritonitis. The following day the patient was deemed recovered from the event. Two days later, the patient was discharged from the hospital; however, remained on antibiotic therapy. No additional information is available.